Event description:
User reported identifying a broken pedicle screw at s1 in a spinal fusion fixation construct greater than one year post op.

Manufacturer narrative:
On 03/24/2023 the user reported to the distributor that a patient that underwent a spinal fusion procedure at l5-s1 presented greater than one year post-op for a follow up examination. Fusion had occurred but the user noted that one of the screws in the supplemental fixation construct at s1 was broken. The user decided to leave the broken screw in place and monitor the situation seeing as the patient was asymptotic. No addtional information was provided. No true root cause could be definitely established.